Manufacturer narrative:
The device has not been received by anspach. If add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the "hose was coming apart over time." The reporter stated that they have been using the product with no issues and they just want it repaired. There was no add'l info provided.